Event description:
During surgery, continuous cardiac output monitoring failed after swan insertion. Malfunction reported to manufacturer, who is running their own set of tests. This is the second reported incident of this kind in the past 2 weeks. The first incident occurred. No other information available about that incident.